Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) was revised and placed sub pectoral due to a reported erosion. It was later reported that the suture sleeve had popped through the sutures. There was very thin skin over the device. The leads remain unchanged at this time. No other patient effects were reported.